Manufacturer narrative:
Manufacturer evaluation of the information available showed that: bond-max automated stainer serial number (B)(4) is configured with bond software version (B)(4). Between 01 january 2020 and 30 november 2020, a total of 6172 slides (approximately 617 slides per month or 22 slides per day) were processed using bond-max automated stainer serial number (B)(4). Run 5933 started at 12:53pm on (B)(6) 2020, which was provided as a sample of a typical her2 staining run, comprised a total of eight (8) slides of which one (1) slide with slide ID (B)(4) was to be stained with "cerb2" [her2] antibody. Run 5933 completed successfully at 15:44pm on (B)(6) 2020. Run 5933 comprised two (2) cases with four (4) slides for each case. One (1) of the slides from each case was labelled as "neg", and is presumed to be the negative control. The leica biosystems user manual for bond systems running bond (B)(4) software details the following information in section 7.2 entitled "working with controls": "to most adequately test the performance of your bond system, we recommend placing control tissue on the same slide as the patient tissue. Alternatively, or in addition to this, create a separate "control" case specifically for control slides. While placement of control tissue with test tissue is recommended, the bond software allows a variety of alternative ways to set up controls, for both control tissue and control reagent." Evaluation of the service logs provided for bond-max automated stainer serial number (B)(4), which cover the period 21 april 2020 to 27 may 2020, showed only events consistent with the instrument functioning as designed. Evaluation of the service history for bond-max automated stainer serial number (B)(4) showed only service activities consistent with the age of the instrument. Evaluation of the device history record for bond-max automated stainer serial number (B)(4) showed that the date of manufacture was 20 march 2012; the instrument was manufactured according to specifications; and no anomalies were identified during the manufacturing process that could have either caused or contributed to the complaint reported. Manufacturer evaluation of the information available did not identify any instrument-related root cause for the reported higher than expected rates of false positive results for immunohistochemistry (ihc) her2 tests performed using bond-max automated stainer serial number (B)(4) since her2 testing first started at ktph in 2012. The two (2) her2 antibodies involved in this report are not leica devices.

Event description:
Leica biosystems became aware via a media statement and news article that immunohistochemistry (ihc) her2 tests at ktph were producing higher than expected rates of false positive results. The information available details that, based on initial estimates, about 180 breast patients may be re-classified from her2 positive to her2 negative; about half of these patients may have received unnecessary treatment for her2, usually the drug herceptin (trastuzumab); the patient samples involved, which date back to 2012, have been sent to various external laboratories to expedite re-testing for her2; and ktph reported this incident to the (B)(6) on (B)(6) 2020, and to the (B)(6) on (B)(6) 2020. On 14 december 2020, leica biosystems was informed that ihc for her2 at ktph has been performed using bond-max automated stainer serial number (B)(4) and a third party non-leica her2 antibody(ies). On 14 december 2020, leica biosystems was informed by the complainant that the third party her2 antibodies used on bond-max automated stainer serial number (B)(4) since 2012 were: roche ventana 4b5 (from (B)(6) 2016 onwards) and fisher scientific sp3 neomarker (july 2012 to june 2016); the age of the affected patients at the time of the event varied between 40 and 90 years old; 99% of the patients were female and 1% were male and the patient outcome was under review by the healthcare facility. The findings of the ktph internal investigation have not been provided to leica biosystems. The patient outcome is under review by the healthcare facility and this information is not available to leica biosystems.